Event description:
It has been reported to philips that the equipment was not booting up. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips engineer communicated with the customer and confirmed that the entire system was unable to boot up due to a faulty control room connection box (crcb) pcb. The philips engineer suggested service and recommended to replace crcb pcb, but the service quote provided by philips was not accepted by the customer and no service has been provided from the philips. As customer cancelled the service quote, resolution remains unknown to philips. The codes were updated based on the investigation outcome. Device problem code, health impact code and evaluation method code were corrected.